Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing of objective (ob) lens surface was insufficient. It is also likely reprocessing was not performed immediately after procedure. The event can be prevented by following the instructions for use (IFU) which state: ¿1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. ¿reprocess not only the external surface of the endoscope but also all channels.¿ 3.3 precleaning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no image. The connecting tube/insertion tube insulation failed. The distal end plastic distal end cover was burned. The connecting tube had a dent. The universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope presented no image. No patient harm reported. During the evaluation of the device, it was noted there was foreign material around the image guide lens due to insufficient to incorrect reprocessing. This report is to capture the reportable malfunction of the foreign material around the image guide lens due to insufficient to incorrect reprocessing noted at estimation.